Event description:
It was reported, the patients implantable neurostimulator was in overdischarge. Additional information received reported the patient was probably going to get the system replaced with another device since he has ms.

Event description:
Additional information received reported the patient had not been schedule and they were not sure when the revision would take place.

Manufacturer narrative:
Product ID 377860, lot# v011437, implanted: 2006 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 377860, lot# v011437, implanted: 2006 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37712, serial# (B)(4), implanted: 2009 (B)(6); product type implantable neurostimulator. (B)(4).